Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and no temperature was being displayed on the generator. When catheter was removed from patient char was found proximal to the second electrode. However, physician¿s opinion is that it looked like coagulum. There was no patient consequence. Settings during the event include: power control mode, temperature cut-off at 50 degrees. This event is being reported because coagulum could potentially contribute to an adverse event.

Manufacturer narrative:
A) the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter and no temperature was being displayed on the generator. When catheter was removed from patient char was found proximal to the second electrode. However, physician¿s opinion is that it looked like coagulum. This event is being reported because coagulum could potentially contribute to an adverse event. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Further information received regarding the char condition reported on the second electrode indicates that the finding described as coagulum was wiped off by the physician before the catheter was returned to bwi, losing the evidence. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple had no continuity at the connector solder joints. Therefore an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a temperature issue has been verified. However the root cause of the char remains unknown.